Manufacturer narrative:
An internal biomerieux investigation was performed. The qc strain used for testing was a ctcb 164-1641. The isolate was subcultured on columbia blood agar. The reference method (sequencing full 16s) used to determine the intended result is in favor of the species rhodococcus equi. The strain was tested three times with three vitek® 2 gp cards from a random lot. The results were: test1: unidentified organism. Test 2: excellent identification to the species kocuria rhizophila. Test 3: low discrimination between micrococcus and kocuria. The expected result of rhodococcus equi is not in the vitek® 2 gp card knowledge base. The vitek® 2 gp instructions for use contains a limitation on vitek® 2 for species not claimed in the knowledge base: testing of unclaimed species may result in an unidentified result or a misidentification.

Event description:
A customer in france reported to biomérieux a misidentification of an external quality control sample (ctcb 1641), in association with the vitek® 2 gp test kit. The customer tested the isolate twice with vitek® 2 gp and the result was kocuria kristinae (99%) when the expected result was rhodococcus equi. There was no patient involvement as testing involved a quality control sample.